Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, and dyspareunia. It was reported that the patient underwent resection of mesh on (B)(6) 2007 due to erosion of mesh through the posterior vaginal mucosa. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Concurrent procedures: dilation and curratege, laparoscopic supracervical hysterectomy bilateral salpingo-oophorectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.